Manufacturer narrative:
Investigation summary : bd had not received samples, but 1 (one) photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked product/component was observed. Additionally, 30 (thirty) retention samples from bd inventory were evaluated by visual examination for damages and 10 (ten) retain samples were evaluated by visual inspection for brittleness, but the issue of cracked product/component was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked product/component based on customer photo analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was a crack at the bottom of one (1) tube. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was a crack at the bottom of one (1) tube. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. G4: PMA/510(k)#: one additional code applies: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.